Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.

Event description:
It was reported that during routine replacement of this pacemaker, the right atrial (ra) and right ventricular (rv) leads were difficult to remove from the device header. The device header was cut and the leads were successfully removed and reused with the replacement device. The patient was noted to be pacemaker dependent, so a temporary pacemaker was put in place at the beginning of the procedure. No adverse patient effects were reported.